Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'control panel error' message and there was no response from the touch screen. As a mitigation, the unit was reset and then functioned normally. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. The fsr verified that the system was operational and could not duplicate or verify the errors. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the pump log went back to on (B)(6) 2022 and the pump was powered until on (B)(6) 2022. The air bubble detector (abd) log showed that the system was actually powered on (B)(6) 2021 and has been powered until on (B)(6) 2022. A perfusion screen was exited on (B)(6) 2022 at 6:38:56 pm. On (B)(6) 2022, a perfusion screen was opened at 10:17:19 am. A perfusion screen was exited on (B)(6) 2022 at 3:41:47 pm. There was no indication of a problem with the centrifugal controller. The system was left powered on the main screen and on (B)(6) 2022 at 10:53:51 pm the central control monitor (ccm) reported an 'error process gui died' followed by a 'error critical process died'. This would cause the ccm to shut itself down and display a 'system computer needs service' message to the user. This was likely what the user was reporting. The centrifugal controller would have been displaying a 'no system computer' message, not a 'control panel error' as reported. The system was power cycled on (B)(6) 2022 at 06:47:35 am. The system was left powered on for over three months. While on the main screen on (B)(6) 2022, the ccm reported 'process gui died' causing the ccm to display a 'system computer needs service' message to the user and displaying a 'no system computer' on the centrifugal controller. This was likely what the user was reporting. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.